Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump. The patient had visited the hospital two weeks prior to the procedure because the ipp did not work well. Inspection revealed that there were cracks in the left cylinder connecting tube. A patient outcome of stable was reported.